Event description:
It was reported that the customer had a blood glucose level of 519 mg/dl. The customer expressed the following symptoms of her high blood glucose level: thirst and irritability. The customer received two no delivery alarms from her insulin pump. Both times the customer's reservoir, insulin, and infusion set were changed to resolve the alarm and a bolus was delivered. Standard troubleshooting was performed but not completed. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).